Event description:
Patient reports pain, loosening, can't go up/down stairs, has swelling and popping with activity. There has not yet been a revision. Update rec'd (B)(4) 2013 - product returned indicating there was a revision. On (B)(6) 2013 the rep reported the patient was revised to address pain and subsidence of their tibial tray. Then on 11/20/2013 the patient's medical records were received. Records indicate upon revision the patient's tibial tray was found to be subsided especially on the lateral side. Of note there was no cement placed on the femoral stem. The stent did not however detach from the tibial implant. The patient's tibial tray, stem, and sleeve are being reported.

Manufacturer narrative:
Additional narrative: the alert date was incorrectly entered for (B)(6) 2014, instead of (B)(6) 2014. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The exact cause of the pain in the patient's right knee replacement cannot be determined. Evaluation of the submitted device identified no fracture or other observed deficiencies in the material of the component. However, subsidence and loosening of the tibial component, a bone layer covering the patella, and a mis-match between the patellar and femoral components may all have contributed to the reported patient pain. Review of the device history records did not reveal any related manufacturing deviations or anomalies.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.